Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump has a bent cannula. Customer's blood glucose reading was 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.